Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins recharger (insr) screen was blank and it won¿t charge. The desktop charger green light was reported to be on. The power cord was unplugged and re-inserted to the insr but the issue remains unresolved. It was reported that when the pin is pushed down, the insr will connect foe few minutes but not long enough to charge it. It was reported that the patient has been without therapy for several days as the result of this issue. It was reported that the connector pin on the desktop charger was broken.